Event description:
It was reported that the pulse generator exhibited back-up vvi mode. The device was explanted. No further information could be obtained.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due battery voltage was at near beginning of life (bol) level. The product code was downloaded and normal function ensued. The device was monitored under the load for more then ten days and bvvi reset could not be reproduced. There were no anomalies found that would have contributed to the backup operation seen in the field.